Manufacturer narrative:
One hundred seventy-nine (179) samples were received in new condition with original closed packaging and from the same lot number. Cannulas were connected to retractor and then tested using a syringe with water to detect leaks. No leaks were observed in the assembly, a representative of 10 samples were taken according to the criticality of the failure mode. The complaint was not confirmed. Based on the analysis conducted in the sample provided, the root cause could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147.

Event description:
It was reported that a leakage from the infusion set was observed near the needle. No patient injury was reported.